Event description:
Device malfunction: none. Symptoms/ae: right femoral groin oozing. Time of symptoms/ae: 1-day post vessel closure. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the patient experienced "right groin oozing" 1-day post vessel closure. Hemostasis was achieved using manual compression for 2 minutes and a 10 pound sandbag was applied for approximately 45 minutes. The condition resolved the same day. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.